Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
The hospital reported that while performing pre-use check out, they found a stuck open flow sensor diaphragm that could result in loss of mechanical ventilation. There was no report of patient involvement.